Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported alerts triggered due to unstable and out of range right ventricular (rv) lead pacing impedance's. Replacement of the lead was suggested to the caller. At this time the lead remains in use. No patient complications have been reported as a result of this event.